Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a 27 mm portico valve was implanted using an ultimum ev hemostasis introducer. The patient died from hemorrhagic shock after the tavi procedure. Per report, the site stated this was possibly procedure and delivery system/sheath related. The relationship to the valve is unknown. (Clinical study patient (B)(6))

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a 27 mm portico valve was implanted using an ultimum ev hemostasis introducer with no complications. A few minutes after transfer to the ICU, the patient's blood pressure dropped. Reanimation measures were taken but were unsuccessful. The patient died with suspected hypovolemic shock. The autopsy report received 25 jan 2017 indicated the cause of death was a vascular wall tear after aortic valve replacement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The ultimum IFU cautions that insertion into artery may cause excessive bleeding and/or other complications.